Event description:
It was reported that a patient presented remotely via merlin.net. The right ventricle (rv) lead exhibited noise over sensing. The rv lead was capped and was replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.